Event description:
Consumer reported after injection, needle broke off in her stomach. Consumer's doctor could not remove the needle and she was advised to see a surgeon. Consumer had surgery and was told that the needle was removed. Follow-up x- ray is scheduled to verify removal of needle.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.